Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was stuck on the wire. A 2.1mm jetstream® xc atherectomy catheter was selected for a superficial femoral artery (sfa) angiograph runoff procedure. During introduction, the physician used a non-bsc wire with a hydrophilic tip. The wire got stuck on the end of the catheter. The physician had to remove the wire and the catheter at the same time. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was reported as fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. The guidewire lumen and the catheter shaft were checked for damage. The guidewire was stuck in the device when returned. Dissection of the tip of the device showed that the device had been run over the coils of the tip. When the device is run that far distal to the tip of the guidewire, there is a chance of the coils stretching and separated and causing the device jam and stick on the wire as it was in this case. The coils were stuck inside the distal cutter; therefore, the guidewire sticking complaint was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: use of any non-compatible guidewire may compromise performance or damage the jetstream system. The guidewire that was returned in the device was an embolic protection device which is not on the compatible guidewire list. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. A 2.1mm jetstream® xc atherectomy catheter was selected for a superficial femoral artery (sfa) angiograph runoff procedure. During introduction, the physician used a non-bsc wire with a hydrophilic tip. The wire got stuck on the end of the catheter. The physician had to remove the wire and the catheter at the same time. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was reported as fine.